Event description:
It was reported that devices were used during a laparoscopic nissen fundoplication. The devices were losing insufflation due to tears in the seal and two gaskets fell off inside the pt. There was no consequence to pt.